Manufacturer narrative:
Certas plus (ID unknown) has been returned for evaluation. Failure analysis - during the investigation, it was noted that the product ID it's wrong (it's probably 828800). The position of the cam when valve was received was at setting 8. The valve was visually inspected and a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, and pressure. The valve was dried. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas plus inline with siphon (828805pl) was implanted on an unknown date and was over draining cerebrospinal fluid. The valve was in setting 7 and changed to setting 8 (virtual off) position. The valve was removed and replaced with another certas valve with siphonguard.